Event description:
It was reported that a spectrum iq pump had an upstream occlusion sensor would not work during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion sensor that would not work was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No action required. Should additional relevant information become available, a supplemental report will be submitted.